Event description:
The company representative on behalf of the customer reported to olympus, the loaner endoeye flex deflectable videoscope exhibited b30 scope communication error. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The loaner device was returned and an evaluation of the customer allegation confirmed the customer allegation. Due to damage on charge coupled device (ccd) unit and dirt on electrical contact of video plug, b30 (scope communication error) occurred. There were few additional findings. Adhesive on bending section cover had a chip. Due to damage on forceps elevator lever, bending section could not be fixed firmly. Scratches were found throughout the device. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being submitted for correction to event description.

Event description:
The defect ¿b30 scope communication error¿ was found during equipment inspection and not reported by the customer. There is no complaint from the customer and no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely the image sensor unit has been damaged (disconnection, etc.), or the mounted parts (ic chip, capacitor, etc.) Of the electric board have failed due to use stress, external factors, or handling. The inspection method for the event is described as follows in the instructions for use (IFU) "chapter 3 preparation and inspection 3.8 checking the function in combination with related equipment". "[Inspection of endoscopic images] check if normal light observation images and nbi observation images are displayed normally. 1. Wipe the endoscope tip lens with sterile gauze moistened with saline or sterile water before inspection. 2. Observe the palm, etc. With normal light observation images and nbi observation images. 3. Make sure the light is coming out. (See figure 3.23). 4. Adjust the amount of light to get the proper brightness. 5. Check that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and the nbi observation image. 6. Operate the angle lever of the endoscope to bend the curved part. 7. Check that normal light observation images and nbi observation images do not disappear for a moment or other abnormalities." Olympus will continue to monitor field performance for this device.